Event description:
It was reported that the user experienced a low glucose episode after treating a prior high and announced a usual lunch to obtain insulin without eating, followed by eating only part of the intended carbohydrates and later treating the low with her meal and two glucose tablets while using the ilet system. Symptoms included hypoglycemia with confusion/disorientation at a lowest cgm reading of 64 and hyperglycemia with dry mouth at a high of 258, neither confirmed by fingerstick. Outcomes included the need for oral glucose to treat the low, with no assistance required and no hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem identified, and that improper or incorrect procedure related to the user interface contributed to the event. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that unintended use error caused or contributed to the event.